Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the patient experienced a perforated aorta when an 18f cook medical sheath was advanced into the aorta without a guidewire. It was believed that the sheath dilator punctured the aorta. The perforation was repaired and the valve was successfully implanted with no other adverse patient effects. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).